Event description:
It was reported that during the patient's visit to the hospital, the ventilator autocycled on/off repeatedly. The ventilator will power up for 5-10 seconds and immediately shut off and alarm. The ventilator continued to autocycle on/off until the internal battery was drained. No patient harm reported.